Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery when taking the skin graft the gauge was set at the thickest setting, but the graft was so thin it split when it was harvested. There was no harm, no delay, and no medical intervention. It was reported that no further information is available.

Event description:
No further event information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information becomes available which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.